Manufacturer narrative:
The unit is being returned to steris for further investigation. An initial inspection of the unit subject of the reported event revealed that a contactor remained in an "on" position. The contactor energizes the sump heaters and overheated the unit's elements. The excess heat generated by the elements melted the chemical pump dosing system which caused the reported event. Steris engineering has reviewed the reported event and determined that the manufacturer of the contactor must provide additional information in order to clearly identify the root cause of the reported event. The contactor subject of the reported event is manufactured by siemens. Steris has contacted the manufacturer of the contactor and is awaiting additional investigation information. A new washer has been installed and is in use at the user facility. The investigation of this event is currently in process. A follow-up MDR will be submitted once additional information becomes available.

Event description:
The user facility reported their reliance genfore washer/disinfector caught fire underneath the sump. The fire was extinguished and the user facility reported evacuations. Procedural cancellations were reported in relation to the reported event. No report of injury.

Manufacturer narrative:
The unit was installed at the customer's location in (B)(6) 2009. Based on the issue reported by the customer and steris engineering analysis, the c4 contactor remained in the on position due to high usage of the reliance synergy washer/disinfector which caused sufficient wear of the c4 contactor to exceed its operating life. The contactor is activated several times throughout the duration of a washing cycle. Activation of the contactor may additionally be increased due to various external environmental conditions and settings at the user facility's location.